Event description:
Customer reported being hospitalized for high blood glucose, and experiencing values in the 700s mg/dl for two weeks before the hospitalization. Customer stated that the pump was not functioning correctly, was showing strange letters, and would not stop beeping. Customer said the doctor/hospital took him off of the pump after the function seemed to be impaired. Customer said his eyesight had worsened after the events, and had been taking insulin injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.